Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned a low battery alert with less than one week of usage. Blood glucose level was not provided. No further information was provided.